Manufacturer narrative:
This complaint was received via user report and has reported to turkeys moh. Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. And has been reported to FDA.

Event description:
Abbott diabetes care received a turkey moh user report which reported the following information pertaining to an abbott diabetes care (adc) device: "the report states that the sensor generated an error message before it was activated and could not be used further, which caused the user to experience hyperglycemia and a loss of consciousness, the sensor became dislodged for no reason, and when the customer services department was contacted about this issue, the sensor was not replaced." Adc customer service successfully contacted the customer, however, no further information pertinent to the case was obtained. Based on the information provided, there was no report of serious injury associated with this event.